Event description:
The implant deflated on right side. Pt went to physician that charged them again fully for replacement. Product was free but pt paid $5500.00 the 2nd time to remove and replace. In 2000 - rt side deflated after mammography. Pt had to have it replaced. One year later both implants deflated again. Though MFR has been very helpful pt's biggest complaint is physicians are making big money over and over from failure of these devices. The physician downplay the fact that there is a high probability of failure. Pt asks what american woman can constantly redo this at rate of every year or two.